Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the surgeon attempted to fire across the cystic duct and the stapler was difficult to close and fired an incomplete staple line. It transected approximately twenty five percent of the normal cut line. The procedure was completed using another same like device. No adverse patient consequences were reported. One device and reload will be returned.

Manufacturer narrative:
(B)(4). Additional information: results: incomplete cycle. The analysis results found that the ats45 device was received in good visual condition and with a 6r45m cartridge loaded on the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The manufacturing records were reviewed and no anomalies were found.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: just to confirm, were the staple line and cut line approximately equal in length (device fired about 25 percent and stopped). The staple line and cut line were equal in length. Stopped together. Was the staple line that did deploy interrupted; staples not present/visible on any portion of the staple line. The existing staple looked intact and complete were the staples that deployed properly formed (b-form). Yes. What was the product code of the cartridge being used (tr45w, 6r45b, etc.). Tr45w on which firing did this event occur (1st, 2nd, 8th, etc.). 1st.